Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers state the patient experienced pain and discomfort in her right hip and will undergo revision surgery. Doi: 2006 - no revision at this time. Update der received (B)(6) 2014. This was the removal of an asr cup and head. The patient presented with hip pain and elevated levels of cobalt and chromium were found. Surgeon said there was trunionosis and metal debris in the hip. Invoice received added products and lot # additional reason for surgery: metallosis, osteolysis and trunionosis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 8/26/2014- ppd with medical records received. Upon revision, metallosis was noted. The information received does not change the MDR decision. The complaint was updated on: 09/04/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.